Event description:
The surgeon reported that the day following a glaucoma filtration device (gfd) implant procedure in the left eye, an aqueous humor leakage was observed and treated with an antibiotic ointment. Two days postoperatively a hyphema not exceeding 1mm was observed. A suture lysis was performed on day eight. Three week postoperatively, a conjunctival suture was used to treat the leakage. The following week the astigmatism was noted to have worsened. Three months postoperatively, a corneal disorder was described as corneal endothelial cell loss. The gfd has remained in the eye. Additional info has been requested.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon reported that the corneal endothelial cell loss was considered non-serious and required no treatment.

Manufacturer narrative:
Eval summary: no sample was returned because the glaucoma filtration device (gfd) has remained in the eye. Because of that, the condition of the product could not be verified and visual inspection cannot be performed; the root cause cannot be determined. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).